Event description:
It was reported that the procedure was in a heavily calcified rca. Prdilatation of segments 1 and 2 was performed. Attempts were made to place another company's stent in segment 2; however, this was not successful and all devices were removed. Antoher company's stent was deployed in segment 1; however, difficulties were experienced due to the calcification, specifically at the calcified ostium, and the decision was made to cover the proximal side of the ostium with a vision stent. During the attempt to place the vision, the stent dislodged from its delivery system due to the stent struts of the previously implanted stent, and the calcification. After retrieval of the stent delivery system, it was observed that the stent was lost between the ostium and the aorta. The stent was retrieved using a snare device. The pt status is reported as good.